Event description:
Device report from synthes europe reports an event in the (B)(6) as follows it was reported that the patient fell over on an unknown date which resulted in an implant failure. The fracture was around a knee replacement. There was no damage to the plate at the time of the surgery. The shaft of the screws were all in tact. The distal screws were positioned close to the implant for increased stability. The failure occurred at the head of only two of the screw head/neck junctions. It was also reported that the patient was starting to heal with early callus at the time of the revision surgery. The failure occurred 3-4 weeks postoperative resulting in a cyclical stress and fracture of the metal. The patients revision was done with a non-synthes distal femoral locking compression plate (lcp). There was no report of a surgical delay. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: screw is broken below the screw head. The transverse microsection of the screw showed a homogeneous austenitic microstructure, slightly deformed with growth twins and shear lines with a grain size. The microstructure is free of delta-ferrite and sigma- phase at a magnification of 100 times. Hardness measurements were carried out using a vickers indenter. The average hardness was found to be hv0.5 = 323 (± 7). This equates to a tensile strength of rm = 936 mpa and corresponds to the required minimum value of 860 mpa of the latest version of the international standards iso 5832-1 and astm f138. However, the conversion from a hardness value into a value of tensile strength is just a rule of thumb. For reliable results it is recommended to perform a tensile test. Therefore more material would be required. Based on these results we can conclude that the microstructure of the screw is in compliance with the international standards iso 5832-1 and astm f138 for implants made of material (B)(4). The dimensions of the investigated screw were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The fracture characteristics are macroscopically visible and indicate fatigue breakage. When examining the fracture surfaces of the screw using scanning electron microscope (sem), the fracture behaviors were identified. The cracks started at the circumference of the core diameter of the screw and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed a small amount of dimples. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the screw failure was caused by fatigue and overload. The screws were implanted (date unknown) in combination with a variable angle-locking compression plate condylar plate 4.5/5.0 for the fixation of a periprosthetic distal femur fracture above a total knee prosthesis. According to the device report the breakage of the screws occurred approximately 3 ¿ 4 weeks postoperative. The revision surgery to remove the broken screws and the (intact) plate was performed on (B)(6) 2014. Revision surgery by means of a distal femur plate from a different source. Based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to low dynamic bending loads, one sided. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.